Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to urethral erosion. There was no device performance issue or further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to urethral erosion. The revision surgery was done to perform urethra repair and placement of new cuff in different location. There was no device performance issue or further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.